Event description:
Caller reported potential false negative troponin I (tni) on pt sample run on triage cardiac panel test vs result on beckman bcis. No pt sample to send in.

Manufacturer narrative:
Investigation pending.